Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The robot ccc was returned for failure analysis, and the reported errors 31089, 170, and 307 were confirmed and replicated. During the lighthouse review, logs showed errors 31089, 170, and 307, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found related to the reported event. The robot ccc was installed in the golden system, which triggered the reported error indicating faults on the firefly fiber optic cable (ff3) connected to the ccc. The firefly cable was replaced with a known good cable using the aba procedure, after which the robot ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred. As a result of these findings, failure analysis concluded that the root cause of the reported event was a faulty firefly optic cable (ff3) in the robot ccc.

Event description:
It was reported that the robot would not connect with the rest of the system. The site attempted to resolve the issue by moving ports, swapping cables, and hard cycling the consoles, but the robot still did not connect. The technical support engineer (tse) instructed the customer to swap the robot and console ports. Initially, the robot did not connect, but after being prompted to restart, the robot was still not recognized by the system. The site did not have any other available systems to use. The customer reported event has no report of patient injury.

Manufacturer narrative:
The root cause is attributed to an electrical issue with ffc3 on the robot common compute controller (ccc). This issue may be resolved by fse service of the system to replace the robot ccc.

Event description:
Refer to h11 for follow-up information.